Event description:
During a cardiac ablation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. A pericardiocentesis was performed after completion of the procedure. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was returned for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a cardiac ablation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. Geometry was created and a tacticath quartz ablation catheter was advanced into the left atrium. The ablation catheter appeared outside of the geometry and an echocardiogram revealed no cardiac perforation at that time. The ablation catheter was replaced and the procedure was successfully completed. Following the procedure, an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient recovered well.